Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is presume that the first event which is the procedure delay, was caused by event number two which is the needle penetrated the sheath and perforated the sheath. The presumed cause of the needle penetrating and perforating the sheath was: 1. The distal end of the sheath was pressed against tissues of the trachea, bronchi, esophagus and surrounding organs. The scope was forcefully pushed into the patient¿s body while the sheath was pressed against the tissue causing the sheath to bend. When an attempt was made to extend the needle while the sheath was bent, the tip of the needle to be caught in the bent area of the sheath. As a result, the needle could not be extended. The needle protruded from the side surface of the sheath when an attempt was made to extend the needle by forcefully applying a force to the operating portion while the needle could not be extended. The presumed cause of the third event which was, the needle not being able to deploy could not be determined because the defective product could not be identified. Since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The events can be detected and prevented in accordance with the following sections of the instructions for use (IFU): the instruction manual (drawing number ge2140 revision number 23), found the following warning regarding the description related to this event. ·take the instrument out of the tray by holding the sheath not to make the sheath pop out of the tray. Otherwise, the insertion portion of the instrument might be broken. Also, if the insertion portion pops out of the tray by elasticity, doctors or patients might be injured by the distal end of needle tube, sheath, and stylet. ·do not insert this instrument when the endoscope is angulated. This could damage the endoscope and/or this instrument. ·turn the up/down angulation control lever to the neutral position to straighten the endoscope before the insertion of this instrument into the endoscope. Otherwise, this could damage the endoscope and/or this instrument. ·if you feel excessive resistance while operating the needle, do not push the needle slider forcibly. Doing so could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the instrument and/or endoscope. ·do not round the insertion tube smaller than 15 cm in diameter. The aspiration biopsy needle may break. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during a diagnostic endobronchial ultrasound fine needle aspiration, the device was properly locked in the scope but it would not deploy during the second node and second pass. The needle then fell outside the sheath while inside the scope. The needle penetrated and perforated the sheath. The procedure was completed with a similar device. There was about a 5-10 minute delay as the customer retrieved and calibrated another needle. The condition of the patient was not impacted by the device malfunction. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.